Event description:
The user facility reported that their 7080 Surgical Table was not responding to commands from the hand control during a patient procedure resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A STERIS Service Technician arrived onsite to inspect the 7080 Surgical Table and found the hand control displayed a fault code indicating calibration was required.The Technician performed a calibration of the table, tested the table, confirmed it to be operating according to specifications, and returned it to service. The 7080 Surgical Table Operator Manual states the following in the troubleshooting section (73), "6.6 Calibration Required - Contact Service"The table is not under STERIS service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. No additional issues have been reported.